Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17332570l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) the device was not returned to bwi.

Event description:
It was reported that the physician experienced problems when tearing back lasso nav variable eco catheter through the sheath after a pulmonary vein isolation procedure. Visual inspection of the catheter showed electrode 2 was physical damaged. This physical damage could most likely be a lift. There were no wires exposed. The procedure was completed successfully without any patient consequences. This is MDR reportable as a physical damage on the electrode may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath.

Manufacturer narrative:
(B)(4). It was reported that after a pvi was performed the physician experienced problems while tearing back the catheter through the sheath. Visual inspection of the catheter showed a defective electrode 2. The procedure was finished successfully without any patient consequences. The returned device was visually inspected and ring # 1 was found damaged and lifted. Per this condition the catheter outer diameters were measured and were found within specifications. Catheter was introduced in an IFU recommended sheath and no resistance was noticed during this procedure. Continuing with the visual inspection spine cover was found wrinkled between rings #10 and #11; however during the analysis it was determined that this condition is acceptable during the manufacturing process. Based on the event description resistance was noticed while retracting the catheter from the sheath. This might contributed to the electrode damage since the IFU indicates that excessive force should not be used to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a defective electrode has been verified. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes; since all the products are inspected to avoid visual damages and catheter od¿s were found within specifications.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
During initial visual inspection of returned device, bwi failure analysis lab found spine cover wrinkled/folded over on spine cover between rings #10 and #11. No metal was exposed. Ring #1 was damaged and lifted up with a sharp feel when touched.